Event description:
As reported, the deltapaq coil detached during placement in the aneurysm. The coil detached and got hung in the main artery. Additional stent was placed.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
(B)(4). No known device problems were added based on additional information received on (B)(4) 2013. As reported, the deltapaq coil (catalog # cdf10025030; lot g15484) prematurely detached while placing the coil in an aneurysm through an unknown sl-10 microcatheter. The coil protruded out of the aneurysm, and the stretched coil migrated out into the parent vessel. The coil was then jailed with a stent to prevent further migration. Act and heparin had been administered prior to the procedure. Thrombosis was treated with reopro. The patient was reported to be doing well and was discharged from the hospital with no sequelae. The portion of the device that was not implanted was returned for analysis. The coil was found to have been unraveled and severed at the distal soldered section of the coil. No material defects were found at the severed end of the soldered section. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch was fractured. The damaged edge of the v notch was raised above the surface plane. The locking mechanism was damaged with compression and stretching of the sheath material away from the surface. The device positioning unit (dpu) passed electrical testing. The detachment fiber did not receive heat and melt. The most likely primary root cause of the coil being severed with an unintended detachment occurred during repositioning of the coil inside the aneurysm. The coil most likely either became anchored on the existing coil mass inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the anchored coil was retracted for positioning, the coil unraveled and was severed at the soldered section. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Using fluoroscopic guidance, slowly advance the micrus microcoil system through the infusion microcatheter to the site of the aneurysm. Continually verify the microcoil system's progress and final position in the aneurysm using fluoroscopic guidance". A secondary contributing factor to the severing and unintended detachment of the coil occurred when the coil was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became temporarily embedded inside the v notch causing it to fracture. This produced a binding action between the dpu, the sheath, and the coil. This binding action would have produced significant resistance which may have caused damage to the proximal end of the coil. If the coil was damaged, this may have contributed to the unintended mechanical detachment and severing of the coil when it became anchored inside the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. In addition, without the return of the sl-10 microcatheter and the severed coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the foregoing information, there is no indication that corrective action is warranted at this time.